Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose of 500 mg/dl, but no delivery issues. Just sensor high alerts. Customer's symptoms were excessive thrust and urination. Customer treated with the device and manual injections. Customer reporting a past issue occurred about two months ago. Customer declined troubleshooting. Customer stated she did a set change and cannula was not bent. No further info reported.